Manufacturer narrative:
Final device analysis revealed no significant anomalies for the neurostimulator. No failure was detected but the product was out of specification. Foreign material was found in the connector port. The connector block, insulation coating and titanium can were scratched. The titanium can was dented. The battery was expanded. There was no output or telemetry. End of life was resumed. There was a cosmetic depression in the setscrew grommets #0 and 1. Final device analysis revealed no anomalies found for the extension. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact. Final device analysis revealed no anomalies found for the lead. The lead was functioning okay. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact.

Event description:
It was reported that the patient's neurostimulator was depleted and the lead may have dislodged. The patient had a total device replacement.